Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the pump was returned with a cracked display lens. Unrelated to the original complaint, the audio bolus button cover was torn; however, the button was still operable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cracked. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.